Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an iliac extension interventional procedure. Reportedly, a cuff miss occurred. Additionally, the proglide device was difficult to remove from the patient anatomy; however, after several attempts to close the footplate the device was able to be successfully removed. After removal, it was noted that the foot was not fully retracted as the suture had stuck in the footplate. Scarring at the puncture site was noted as a potential reason for the cuff miss. Two other proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to an 12f. The iliac extension interventional procedure was completed and hemostasis was achieved with the sutures of the preplaced proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported foot retraction problem was not confirmed as the foot was successfully closed during returned device analysis. The reported difficult to remove could not be replicated in a testing environment as is was based on procedure circumstance. The investigation determined the reported difficulties appear to be related interaction with patient anatomy (scar tissue). The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.